Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump stopped working and changed the battery and then the pump never came back on. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.